Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a driveline exit site infection. Purulent discharge and erythema of the surrounding skin were present. Cultures were positive for staphylococcus aureus. Unspecified changes to the patient's medication were made. The infection reportedly resolved by (B)(6) 2018. No additional information was provided.